Event description:
During removal of right internal jugular catheter the cuff detached from the rest of the catheter, leaving the remainder of the catheter in the subcutaneous layer of skin. An incision was made directly over the catheter. The catheter was grasped with a hemostat and required dissecting away from the underlying tissue. A suture was placed close to the incision.